Manufacturer narrative:
This report is being submitted as follow up no. 1 to 1) correct the date provided in describe event or problem, it was initially reported that the additional information was received on 9/4/2018, however the correct date is 9/3/2018 and 2) provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 9/3/2018.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that one day after a thrombectomy intervention that involved an angio-seal device, there was an occurrence of an aneurysm spurium. Additional information was received on 9/4/2018. The procedural sheath size that was used prior to the angio-seal was an 8f. A pre deployment angiogram was performed. Hemostasis was achieved by a compression bandage. There was no blood loss. It is unknown if there were multiple sticks performed to gain arterial access. It is unknown if the puncture site was below the common femoral artery or a low stick. It is unknown if medical or surgical intervention was performed to treat the aneurysm. The patient is stable. The procedure outcome is unknown. There was also a gw35/80cm used.